Manufacturer narrative:
The insulin pump was received with cracked end cap, minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the side of the insulin pump has broken off and they were able to see the inside of the insulin pump. The customer's blood glucose was 315 mg/dl at the time of incident. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.